Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The device was returned and analyzed but no issue identified that required full analysis.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds, low impedance, and fracture was confirmed by x-ray. The lead was damaged at the clavicle close to the connector. It was also reported that the patient had lost weight and the implantable pulse generator (ipg) migrated several inches. The device was explanted and replaced and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.